Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the transmitter did not blink when attached to the sensor. A test plug procedure was run and the transmitter did blink but not for ten seconds. The customer was advised that the transmitter may not have been working. The blood glucose reading was 31 mg/dl. The customer treated with juice. The customer declined troubleshooting for low blood glucose.